Manufacturer narrative:
Concomitant medical devices: 694765 lead, implanted: (B)(6) 2003; 5071-53 lead, implanted: (B)(6) 2010.

Event description:
It was reported the patient developed a systemic infection. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.